Event description:
Health representative reported that a lap-band device had slipped and caused symptoms of nausea and vomiting. The device has been explanted.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may required band repositioning and/or removal." Device labeling addresses the reported events of vomiting and nausea as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended."